Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer in the station failed to operate properly. The field service engineer (fse) powered down station, and the back panel was removed to access the drawer. The latch inseparable magnet was inspected for magnet functionality and then replaced with a new one. The drawer was reassembled, the bus cable was connected, and the station was powered up. The customer recovered the storage space. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es full height cubie drawer 5 had failed as the magnet was missing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.